Event description:
During a sub-trochanteric fracture procedure, the surgeon had inserted the lateral entry nail using the guide sleeves on (B)(6) 2013. The surgeon drilled for the proper length of the screw and when the surgeon tried to pull out the inner drill sleeve, it would not disengage from the protection sleeve. The surgeon had to disengage the device using a mallet and vise grips. The surgeon was able to place the screw through the hole in the nail and complete the procedure with no additional time or delay to the procedure was noted. The patient reportedly is recovering well from the procedure. This is 2 of 2 reports for the same event, complaint # (B)(4).

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: when the devices were returned, product development was able to recreate the problem reported in this complaint. It is clear that the drill guide jams in the end of the protection sleeve that is closest to the bone during surgery. This is the result of damage to the protection sleeve. It appears that the end of the protection sleeve has been deformed causing material to bend into the hole effectively reducing the inner diameter. When the drill sleeve is fully seated into the protection sleeve, the outer diameter of the drill sleeve interferes with the deformed section of the protection sleeve causing the drill sleeve to get stuck. The product drawings for the protection sleeve and the drill guide were reviewed. The dimensional values of the drill guide outer diameter and the protection sleeve inner diameter are appropriate in order to avoid binding. It is clear that this binding would not take place if the end of the protection sleeve was not bent. It would appear that the deformation on the end of the protection sleeve is the result of an abnormally hard dynamic blow. This complaint disposition is invalid from a design perspective.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted and the report indicates that the device shows marks of forcible use possibly caused during the dismantling procedure. The outside diameter of the front drill sleeve meets specifications. All other dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications because of the damage to the device. This complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
This is 2 of 2 device for this event reported on complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Actual device has been received, however, the evaluation has not yet begun.